Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after 43 months due to dyspnea, operative echo showed calcification, and post operative the physician noticed a tear in one of the leaflets.